Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause was traced to the manufacturing process. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the syringe 0.5ml 30ga 8mm 7bag 420cas jp, the device experienced foreign matter on the device cannula. Within the fluid path. The following information was provided by the initial reporter. The customer stated: the customer reported that a plastic-like fm was found inside the barrel.